Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/31/2013 with the following findings: the complaint of the dim display was not duplicated during testing; the pump powered on and the display was clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a dim display. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved at the time of troubleshooting.